Manufacturer narrative:
Additional information received from patient: please provide us with the valve setting number previous to adjustment and after adjustment - "previous to adjustment was 170, after adjustment 180." Symptoms are better, same or worst? "Symptoms are worse. Symptoms so bad last night that I couldn't sleep through pain and considered seeking emergency medical treatment." Is there any plan to remove/replace the valve? "They are supposed to get me in today to adjust the valve again. We are going to try that and then after that they will be sending me for an lp and see from there." Update (B)(6) 23 - "I have been direct admitted to the hospital for my pain. A lumbar puncture will be done tomorrow and a decision will be made after that juncture in regard to the shunt." Update (B)(6) 23 - "I am still in the hospital. My shunt was been replaced today. Whatever holds the catheter onto the valve had eroded into my valve. This is why it wasn't working and I was experiencing my plethora of symptoms and had to be direct admitted for pain." Update (B)(6) 23 - please clarify the statement ¿had eroded¿ (the catheter has melted or broken away for the valve?) - "I cannot clarify as this is what I wad told and have no further information. The catheter had, for lack of better terminology, eroded and stabbed my valve."

Event description:
N/a.

Manufacturer narrative:
The hakim valve was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to ¿mechanism permanently altered by mr environment¿ and potential effects of failure include ¿mr incompatibility¿, or to the damaged catheter. A possible root cause for the broken catheter, could be due to a sharp or pointed object coming into contact with the catheter, as noted in the IFU silicone has a low cut/tear resistance. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Investigation update: failure analysis - it was not possible to investigate the device, as the device was not returned for investigation, however, evaluation of iphone 12 and magsafe charger on programmable valves was performed. The conclusion based on the results and risk analysis performed, the residual risks associated with the iphone 12 and magsafe charger related to certas plus and chpv are considered acceptable. The associated fmeas (failure mode and effects analysis ) will be updated to include this supporting data and changes to occurrence rates as appropriate. If the sample is returned, this complaint will be re-opened, and the device evaluated.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. Health effect - clinical code1: 2194. 2560. 4802.

Event description:
A patient reported a hakim valve was implanted on (B)(6) 2023 with 170 mmh20 setting. According to the patient, she is experiencing interference with her lumbar peritoneal (lp) shunt and samsung phone. She received her phone less than a month ago and have been experiencing what she thought was shunt failure symptoms (described as severe). She has an appointment with her neurosurgeon coming up to get her shunt adjusted and was struggling to get her phone switched out to one without magnets. Based on information provided, she experienced positional headache, back pain, nausea, dizziness, lethargy, double vision. She was not exposed to ¿MRI¿ or other magnetic field and was only exposed to samsung galaxy z flip 4. Also, was not exposed to significant acceleration or deceleration such as a car accident or fall.